Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure stent damage, profile problem and crossing issue occurred. The target lesion was located in the right coronary artery (rca). The mid right lesion was predilated with a bsc apex balloon catheter 3.0x15 at 14 atms for 13 seconds. A bsc promus element plus 4.0x16 stent delivery system (sds) was going to be used when the physician noticed, outside the patient, that the balloon on the distal end looked like the balloon was not deflated all the way. They were going to the mid rca lesion but could not go past the plaque in the ostial portion of the lesion which was not substantial. The sds was removed and the physician mentioned that the stent appeared damaged. The lesion was then crossed with a bsc promus 4.0 x15 stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure stent damage, profile problem and crossing issue occurred. The target lesion was located in the right coronary artery (rca). The mid right lesion was predilated with a bsc apex balloon catheter 3.0x15 at 14 atms for 13 seconds. A bsc promus element plus 4.0x16 stent delivery system (sds) was going to be used when the physician noticed, outside the patient, that the balloon on the distal end looked like the balloon was not deflated all the way. They were going to the mid rca lesion but could not go past the plaque in the ostial portion of the lesion which was not substantial. The sds was removed and the physician mentioned that the stent appeared damaged. The lesion was then crossed with a bsc promus 4.0 x15 stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: visual and microscopic examination of the returned device identified a kink at the guidewire port. The crimped stent, balloon and tip sections of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).